Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - after an implantation time of about 7 weeks, it was reported that episodes of oversensing were detected during a follow-up, which could not be reproduced during subsequent examinations. The lead was still exchanged but not returned to biotronik. The lead was not returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed deformations of the shock coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the surgery. With regard to the oversensing mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The values of the parameters measured during the mechanical and the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.